Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the right coronary artery (rca). The target vessel reference diameter was 3mm and the lesion length was 10mm. Pre-procedure stenosis was 100% and post-procedure was 0% stenosis. No information stating if direct stenting was attempted. A 3x16mm liberte stent was implanted. An additional liberte stent was implanted to treat the dissection. The procedure was a technical success. No discharge or follow up assessment data provided.